Event description:
Hcp reported pt had 8/2002 onset of clear fluid on dressing with fever to 99 degrees f. No stiff neck or bowel and bladder problems. Pt complained of headache when sitting up. The pt was seen in ER and cultures were done. The pt had pump removed emergently. Antibiotic therapy given as an outpatient. Follow up appointment 10/1/2002.